Event description:
Pharmacist reported possible over infusion and requested an urgent log review to tell what hourly rate an epinephrine drip was infusing. The pt was post-op; the handwritten note in the surgery log stated the epi was infusing at 0.05mg/kg/hr. The baby became hypertensive so the rate was reduced to 0.03mg/kg/hr. The baby then became hypotensive so the rate was increased to 0.1mg/kg/hr. Due to the changes in bp related to the rate adjustments, the physician suspects the rate initially may have been misprogrammed at 0.5mg/kg/hr instead of 0.05 mg/kg/hr. They had sequestered the syringe pump module, but the pc unit had not been removed from the baby due to other critical drips running which they did not want to switch to another system. Therefore only the syringe pump module log would be available; they understand this would not provide full programming but only wanted to know the rate. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Customer stated the hospital's medication safety pharmacist was able to interpret the logs and they have declined any further investigation from carefusion.